Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. The 3.5 x 16mm promus element plus stent delivery system was being removed from the protective hoop, during preparation, when it was noted that the distal stent strut was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination identified distal stent damage. The struts of rows one and two at the distal end of the stent were both raised and twisted. The device did not return in its protective hoop. A hypotube kink was noted 85mm from the strain relief, and a further hypotube kink was noted 330mm from the midshaft hypotube bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. The 3.5 x 16mm promus element plus stent delivery system was being removed from the protective hoop, during preparation, when it was noted that the distal stent strut was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.